Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and findings were identified. For material eb-01052-002, batches 34c22c0032 and 34c21f0028, non-conformances were initiated for "peel-away sheath tears incorrectly". Without the sample to evaluate, it cannot be determined whether these findings are relevant to this investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "both tabs broke off when attempting to peel introducer sheath away at end of case". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "both tabs broke off when attempting to peel introducer sheath away at end of case". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".